Manufacturer narrative:
Pump trace download analysis confirmed the insulin pump alarmed power error 25, power loss alarm, replace battery alert and replace battery now alarm. The power management tool confirmed power error 25, power loss alarm, replace battery alert and replace battery now alarm due to non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got power error detected on insulin pump. Customer's blood glucose was 145.8 mg/dl at the time of the incident. Advised the pump will need to be replaced. Product will not be returned for analysis.